Event description:
It was reported that the patient underwent a direct lateral interbody fusion at l3-l4. It was reported that the retaining pin broke off in the l4 vertebral body. Fragments remain in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Applicable imaging films were also returned to the manufacturer. The ap and lateral lumbar films show pedicle screws unilateral at l3-l4. Pin fragment is seen with the l4 body. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.